Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one bard implantable port and a groshong catheter segment were returned for evaluation. Gross, microscopic visual, tactile evaluation and functional testing were performed. The investigation is inconclusive for the reported migration issue as the exact circumstances at the time of the reported event are unknown and however clinical conditions cannot be replicated to confirm these failures. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products is identified in d2 and g4. H10: d4 (expiry date: 12/2024), g3. H11: e3, h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and thirty days post port placement procedure, the catheter was allegedly migrated into heart. Migrated catheter was removed and replaced. The current status of the patient is unknown.

Event description:
It was reported that one month and thirty days post port placement procedure, the catheter was allegedly migrated into heart. Migrated catheter was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products that are cleared in the us. The pro code and 510k number for the m.r.I. Low-profile implantable port, groshong single-lumen, 7f products is identified. As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiration date: 12/2024).